Event description:
A report was received that the patient was experiencing a burning sensation and shooting pain at the ipg site. The patient had non-device related weight loss only on the side of her body where her ipg was implanted. The ipg database was analyzed and no anomalies were found. The physician believes that the ipg was defective and has recommended an ipg replacement.

Event description:
A report was received that the patient was experiencing a burning sensation and shooting pain at the ipg site. The patient had non-device related weight loss only on the side of her body where her ipg was implanted. The ipg database was analyzed and no anomalies were found. The physician believes that the ipg was defective and has recommended an ipg replacement.

Manufacturer narrative:
Additional information indicates that the patient underwent a revision procedure. The physician relocated the ipg 4 inches lateral from original position. The patient is reportedly doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.